Event description:
Pump was reported to overinfuse but it is not known if it were pump #1 or pump #2. A 200oml bag of vitamins was set to infuse at a rate of 40ml/hr to infuse over a 24 hour period. The entire bag infused in just 12 hours. No medical intervention was required and no pt injury resulted.